Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a 0.5 ml/hr infusor which underinfused during patient use. A volume of approximately 30 ml rather than 60 ml was infused over the course of 120 hours. This implies a 0.25 ml/hr flow rate, which is 50% of the expected flow rate. A small amount of blood was detected in the infusor; the facility suspected that the blood caused an occlusion within the device. The device was filled with a 62.5-ml solution of 47.92 ml fluorouracil (B)(4) and 14.58 ml 5% dextose. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.